Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-22094, related manufacturer reference number:2017865-2020-22096. It was reported that the pacemaker, atrial lead, and right ventricle lead were all explanted for unknown reason.

Manufacturer narrative:
Correction: upon review, the atrial lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.